Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the banders would not release despite multiple complete rotations of handle unit. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. It was also reported that the ligator shrink wrap on the ligator head was removed at the beginning of the device set-up process than as instructed in the device instructions for use. There were no patient complications reported as a result of this event.